Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve implanted for 7 year and 4 months, is being evaluated for a valve-in-valve procedure due to moderate stenosis and mild insufficiency.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve implanted for 7 year and 4 months, is being evaluated for a valve-in-valve procedure due to moderate stenosis and mild insufficiency. The patient presented in chf, nyha 11. No intervention indicated at this time. Per medical records: (B)(6) 2022 -- echo showed moderate av stenosis and mild insufficiency, moderate to severe tr lvef 25%. Patient started on entresto to treat heart failure, CT pre tavr showed contained pseudoaneurysm. (B)(6) 2022 -- the patient is being treated for heart failure, given minimal symptoms, moderate as and ai the plan to defer surgery at this time and follow with echo.

Manufacturer narrative:
Manufacturer narrative: updated sections b5, b7, g3, g6, h6 health effect - clinical code, and type of investigation. H11 corrected data: based on the new information received, this event is no longer considered reportable.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve implanted for 7 year and 4 months, is being evaluated for a valve-in-valve procedure due to calcification, moderate stenosis and mild insufficiency. The patient presented in chf, nyha 11. No intervention indicated at this time. It was later learned through implant patient registry (ipr) that the patient underwent explantation of the device after an implant duration of 9 years, and 5 days. The explanted valve was replaced with a 25mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Manufacturer narrative: updated sections b1, b2, b3, b5, b6, b7, d6, e1, g2, g3, g6, h1, h2, h3, h6 health effect impact code. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Corrected data: based on the new information received, this event is considered reportable.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve implanted for 7 year and 4 months, is being evaluated for a valve-in-valve procedure due to calcification, moderate stenosis and mild insufficiency. The patient presented in chf, nyha 11. No intervention indicated at this time. It was later learned through implant patient registry (ipr) and investigation, that the patient underwent explantation of the device after an implant duration of 9 years, and 5 days due to stenosis. The patient presented with heart failure. The explanted valve was replaced with a 25mm 11500a valve. The patient was in stable condition post procedure and was discharge on pod#12.

Manufacturer narrative:
Updated sections: b5, g3, g6, h6 type of investigation.

Manufacturer narrative:
Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 years or greater.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve implanted for 7 year and 4 months, is being evaluated for a valve-in-valve procedure due to calcification, moderate stenosis and mild insufficiency. No intervention indicated at this time. It was later learned through implant patient registry (ipr) and investigation, that the patient underwent explantation of the device after an implant duration of 9 years, and 5 days due to endocarditis and stenosis. The explanted valve was replaced with a 25mm 11500a valve. The patient was in stable condition post procedure and was discharge on pod#12. Per medical records: (B)(6) 2021-- echo showed av leaflets normal and mildly calcified with small mobile vegetation, lvef 55%, diagnosed subacute bacterial endocarditis likely due to tooth infection treated with 2 six- week courses of antibiotics and chronic antibiotic suppression. 3/21/22-- tee av leaflets mildly thickened and mildly calcified, low gradient as, mild to moderate regurgitation, lvef 25%, mild to moderate mr, moderate tr -new cardiomyopathy- it is noted unlikely valvular disease is the cause of patient's cardiomyopathy. (B)(6) 2022-- echo showed moderate av stenosis and mild insufficiency, moderate to severe tr lvef 25%. Patient started on entresto to treat heart failure, CT pre tavr showed contained pseudoaneurysm. (B)(6) 2022-- the patient is being treated for heart failure, given minimal symptoms, moderate as and ai the plan to defer surgery at this time and follow with echo. (B)(6) 2024-- the patient presented with heart failure and underwent redo-avr with ascending aortic repair due to severe degeneration of the prosthetic valve with vegetations.

Manufacturer narrative:
Manufacturer narrative: updated sections b5, g3, g6, h2, h6 component code, health effect - clinical code, device code(s), and type of investigation. Intermediate/late onset endocarditis (i.e. Greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patient's body and is not in any way related to the sterilization or packaging process of the device. The microorganism for intermediate/late onset prosthetic device endocarditis may be due to hospital-acquired infections of lower pathogenicity or community-acquired infections. Common sources of endocarditis include dental, surgical, or endoscopic procedures; IV drug abuse; or recurrent endocarditis. Corrected data: based on the additional information, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Through further investigation, it was determined that a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.